Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper function of biometric identification scanner. A field service engineer checked all cables, installed switch power kit and backup battery in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system had constant bioid failure. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.